Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-jun-2010, UDI#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was good up until the ins battery died due to end-of-life (eol). A battery replacement procedure was scheduled for (B)(6) 2019. During the revision procedure, when the surgeon went to disconnect the battery from the lead, they noticed the lead was frayed. It was described as the lead sheath was fractured at the end where it connected to the extension. It was noted that the wire looked intact but the external plastic was separating. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The physician removed then removed the entire implant system. The customer chose to discard the explanted products. No patient symptoms were reported in the event. The issue was reported as resolved at the time of the report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.